Event description:
The pacemaker was explanted due to normal battery depletion and was replaced with a new device. No adverse patient effects were reported.

Event description:
Boston scientific received information that this device's battery is showing 1.5 years remaining but 6 months ago this battery showed 2.5 years remaining. Technical services cannot refute the possibility of premature battery depletion. The physician will continue to monitor the device with no adverse patient effects were reported.

Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.